Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was over 20 mmol/l. It was stated that the infusion set was changed out multiple times but the high blood glucose levels continued. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Advised the customer's father that the insulin pump was working properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.